Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise causing false automatic mode switch and lo pacing impedance on the atrial (ra) lead. No changes or interventions were performed. The patient was in stable condition.